Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a quadriceps tendon repair, during the first actuation of one (1) firstpass mini left with a #1 vicryl suture loaded, the suture capture dislodged from the top jaw, but remained attached to the device. The procedure was resumed, after a non-significant delay, using a similar s+n back-up product. The patient's status is fine. Additional anesthesia was not required as consequence of the surgical prolongation. No further complications were reported.

Manufacturer narrative:
H11, h3, h6. The reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The suture capture has been partially disconnected from the upper jaw. The suture capture is deformed but not broken. Bio debris is present. No other visual deficiencies. A functional evaluation showed pulling the lever will close the aligned jaws and deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ((1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes). Based on this investigation, the need for corrective action is not indicated.